Event description:
It was reported that 7 months after the catheter was inserted, it was used normally and maintained regularly. At 41cm of the catheter inside the patient's body, the catheter was completely broken and it was detached and fell into the patient's body. Removed the catheter, cut it and used another connector.

Manufacturer narrative:
A lot history review (lhr) of rexg2457 showed one other similar product complaint(s) from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.